Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email that the customer reported having low blood sugar levels about 2 years ago where paramedics arrived. Customer declined to be transferred in order to report this event. Customer was called at a later time and advised that they had low blood sugar levels about two years ago while wearing the insulin pump. Customer did not go to the hospital; however paramedics did come and treat them at the scene. Customer advised they are not sure why their blood sugar went low that day and that it was a completely isolated case. Customer refused to troubleshoot their insulin pump. Customer did not want their device to be replaced.